Manufacturer narrative:
Serial number: (B)(6); software version: 3.8.5; color: blue; battery life remaining: 8 months. Customer reports: inpen damage, I had an issue placing the cartridge. Prime the inpen to confirm insulin exits? Does insulin exit: no. Is the screw pulling back into the inpen while dialing and customer did not touch/twist dose button? Yes. Per visual inspection: missing injection foot. No damage to cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew fully re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. However, inpen received with broken off / missing injection foot. The injection foot is a snap-fit component and can be removed with lateral force. In conclusion: missing injection foot can affect insulin delivery. The customer complaint of prime anomaly was confirmed due to missing injection foot. However, customer complaint of leadscrew pulling back into the inpen while dialing and difficulty installing cartridge holder is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen was damaged. Customer was having issue placing the cartridge in and reported it as missing. Customer tried another needle and primed but insulin does not exit. Customer was instructed to remove the cartridge and dial a 5 unit dose to observe the screw movement but the screw was pulling back into the inpen while dialing. No harm requiring medical intervention was reported. The device will be returned for analysis.